Event description:
Customer reported the monitor image shakes during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5v power supply and cleaned contacts. System operates as intended.